Event description:
Replacement of gel implants in 10/96 with textured saline filled implants. Because of rippling in textured surfaces, fluid instilled one week ago. Left implant slowly deflated which suggested that the valve was leaking.